Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 30 occurrences of containing foreign matter, one instance of label issues, and 126 cases of air bubbles in the gel before use. The following has been provided by the initial reporter: fm in tube x23. Defective marking x1. Dirty shield x1. Black spot in tube x3. Dirty tube x3. Gel air bubbles x126.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm embedded in the hemogard shield and tube, fm in the gel, ink smears and defective marking, and air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 30 occurrences of containing foreign matter, one instance of label issues, and 126 cases of air bubbles in the gel before use. The following has been provided by the initial reporter: fm in tube x23. Defective marking x1. Dirty shield x1. Black spot in tube x3. Dirty tube x3. Gel air bubbles x126.